Manufacturer narrative:
Concomitant: product ID 37751, serial# (B)(4), product type recharger, product ID 37714, serial# (B)(4), implanted: 2013-(B)(6), product type implantable neurostimulator. (B)(4)

Event description:
The consumer reported the power cord came apart on his device. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 37714, serial# (B)(4), product type: implantable neurostimulator. (B)(4).

Event description:
The consumer reported the implantable neurostimulator recharger (insr) had a broken/bent/loose pin connector. The patient was redirected to the repair department. There was a broken connector. There were no patient symptoms reported. The device manufacturer's representative (rep) called to see if the patient called regarding the insr. Medical history includes spinal pain and failed back surgery syndrome. Additional information reported the replacement insr was sent to the wrong address which was provided incorrectly by the patient. Additional information received stated the patient stated the battery for his device was dead. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant: product ID 37714, serial# (B)(4), implanted: 2013-(B)(6), product type implantable neurostimulator. (B)(4).

Event description:
The consumer called back stating he received the desktop charger (dtc) but it was still not charging his insr. The patient was transferred to the repair department. The patient's address was updated. If additional information is received, a supplemental report will be submitted.

Event description:
Additional information received from the manufacturer's representative reported an alleged overdischarge. The patient had been having issues with the external recharging devices and the patient's battery was in overdischarge. A physician reset was performed and it worked great.